Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a resume pump alarm occurred. Reportedly, the customer was unable to specify the events leading up to the alarm. There was no reported adverse impact to the customer's blood glucose level. The customer resumed insulin delivery.